Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 site name: (B)(6).

Event description:
It was reported that during the treatment, the cs300 intra-aortic balloon pump (iabp) unit alarmed that the iab loop was leaking and could not be used any longer. The department staff then replaced the device and continued the treatment without causing any personal injury.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate and confirmed failure. The fse replaced the safety disk and the device was tested for all functions according to the factory requirements. The unit was delivered to the customer.

Event description:
N/a.